Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source no longer emits light. This issue was identified during a therapeutic procedure involving microfiber towel extraction. There were no reports of patient harm.